Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number h965750121 in order to ascertain the last three lots shipped to the reporting hosp in the six months prior to the procedure date. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2015 navilyst med complaint report was reviewed for the bioflo PICC product family and the failure mode of "malpositioned." No adverse trends were identified. The customer's reported complaint of malposition of the catheter cannot be confirmed due to the nature of this failure mode since no product/x-rays were returned for eval. Without receiving product for eval a definitive root cause for the reported device failure is unable to be determined. DHR review of lots revealed no quality related issues or mfg deficiencies at the time of manufacture. A potential contributing factor for catheter malposition is tip placement too high in the svc. (B)(4).

Event description:
As reported, several days after placement of the bioflo PICC, the pt received an x-ray in which it was noticed that the tip of the PICC device had migrated out of position. The catheter was removed and replaced with no complications to the pt. The used catheter was discarded by the hosp.